Event description:
The user facility reported that the distal portion of the guiding sheath became partially separated during a procedure. Follow-up communication confirmed that: the entry point was through a ring reinforced prosthesis; the access site was dilated with a 5fr, then a 6fr and then a 7fr dilator prior to the introduction of the sheath; resistance was encountered during removal of sheath over the iliac arch; subsequently, the outer sheath was noted to have been partially separated as it was removed from the entry site; the inner coil wire remained intact so the device was able to be successfully removed; and there was no reported impact to the patient.

Manufacturer narrative:
Results - is based upon evaluation of returned sample and user facility information; is based upon testing of reserve samples conclusions - based upon evaluation of returned sample and user facility information; 71 is based upon testing of reserve samples the involved device was returned and evaluated. Examination confirmed: the sheath had been twisted and the outer layers were partially separated; approximately 1.5 inch section of the sheath tubing was compressed just distal of the separation; the coil wire layer was stretched and straightened, but was not fractured; and the observed damage and ragged edges indicated that the sheath tubing layers had been damaged by an excessive pulling and twisting force. Evaluation of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against significant resistance. The cause of the resistance is likely to have been related to the patients reported condition. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).